Manufacturer narrative:
(B)(4) - foreign body inside sterile packaging. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was being unpacked when the complainant discovered there was a hair inside and visible through the sterile packaging. There was no patient involvement. This event happened during unpacking.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was being unpacked when the complainant discovered there was a hair inside and visible through the sterile packaging. There was no patient involvement. This event happened during unpacking.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint report that the package contained a hair. A visual evaluation of the returned device and package found a hair 2 centimeters in length inside the sealed tray. The most probable root cause is manufacturing. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).